Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of the peritonitis was a cold. On an unreported date, the patient was hospitalized due to the peritonitis and the patient was treated with unspecified antibiotics. At the time of this report, the patient had not recovered from the peritonitis event and dianeal therapy was ongoing. No additional information is available.